Manufacturer narrative:
Investigation - evaluation: a review of the dimensional verification, complaint history, drawing, instructions for use, manufacturing instructions, quality control, and visual inspection of the device was completed during this investigation. As previously reported, the red adapter came off the proximal end of the tube. The device was returned in this case. Upon examination of the device, it was observed that the flare of the separated catheter material was out of round with one side being 0..263" and the other side 0.236". These dimensions are within the manufacturing spec of 0.202" to 0.276" . Because distortion of the flare can occur when the flared tube is pulled through the base of the connector cap, this is not an indication that the device was manufactured out of spec. The connector cap was not returned for this complaint. Although requested, there was no lot number provided for this complaint. Therefore, a review of records for non-conformances and similar complaints could not be conducted. Process validation activities have successfully been completed for this process, which considered tensile properties of the proximal fittings against predetermined acceptance criteria. A review of the product manufacturing was conducted with no notable gaps in production and processing controls noted. As a preventive measure, internal personnel were retrained to internal quality control inspection and manufacturing procedures as well as advised of the risks associated with hub failure for this device. In response to multiple incidents at this customer's facility, medical personnel at (B)(6) hospital were retrained on the proper way to place the feeding tube and form the malecot per the instructions for use. The device was in use for approximately three (3) weeks prior to separation of the catheter from the proximal fittings of the device. Based on the available information it is not clear if the leading cause to this event might be associated with the mobilization of the patient (the cap could become dislodged during the mobilization of the patient), an eventual medical procedure event or an eventual malfunction of the device. Measures have been previously initiated to address this issue. Appropriate personnel have been notified to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
User facility medwatch report (B)(4) states "patient had to undergo replacement of gj tube because the red cap on the distal end of tube broke apart making the feeding tube unusable." The customer reported that the tube was implanted on (B)(6) 2017. The red cap reportedly came off on (B)(6) 2017. The product was replaced with no harm to the patient. The device is reportedly available for evaluation, however, the device has not been returned to the manufacturer as of the date of this report.